Event description:
Reporter states that in (B)(6) 2011 she underwent a procedure to implant the essure device after her son was born. She states that since that day she has not had a menstrual cycle. She has also experienced headaches and pain in her abdominal and pelvic regions. She goes on to say that she has seen her physician but was not given any info as to the causes of her ailments.